Manufacturer narrative:
Based on the claim against the product by the customer noting wire broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation(s) not reported by site: were also identified the small grasping retractor instrument was found to have the flush tube guide dislodged. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have corrosion on one or more clamping pulleys in the back end. The common causes of the failure mode corroded/contaminated instrument clamping pulleys are typically attributed to mishandling/ misuse. For example this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. This complaint is reportable malfunction event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the small grasping retractor instrument's wire broke while packing tissue and was removed without force. The instrument was replaced with a backup instrument. No fragments fell into the patient. No further complications arose, and the operation was completed.